Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient has been charging for an hour in the office and nothing has advanced; the ins was not advancing after an hour of charge. Caller states the recharger (rtm) did get warm as well and controller does charge fine to the wall. The rep was in the office with the patient attempting a charge session. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received from the patient. The pt called stating their controller was not functioning and pt couldn't get it back to the normal screen showing their programs and that the controller was "under-reading" (pt said by under-reading they would see 100% on the battery level, but then they would push the button and the battery was only like 60% - pss had difficulty getting pt to clarify what they meant during the call). Pt then said they had always had trouble with their recharger (rtm) since implant and finally their rep ran a test on the rtm last week and said pt needed a new cord, which they were sent. Pt said they just got the new rtm yesterday and said at first when they started charging it seemed like the equipment was functioning, but then when they got the battery up to 60% the controller started "malfunctioning". Pt said they then started to hear a rattle in the controller today.